Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusions while using a 23-inch, 6 mm infusion set with connect adaptors and replaced sets rather than performing troubleshooting, after which the issue resolved with supply changes. Symptoms included hyperglycemia with readings above 300 mg/dl for over 90 minutes, elevated glucose for approximately three hours, and no reported acute illness symptoms. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no need for assistance. Investigation included troubleshooting and education focused on infusion set occlusion and proper setup. Investigation of this case revealed an insulin delivery interruption consistent with infusion set occlusion that was only resolved after changing supplies, with no defects noted by the user during changes. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or placement-related infusion set occlusion.